Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera and camera clip were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. . Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during planned maintenance (pm) the representative found a cracked camera clip as well as a the break out box not functioning properly. The representative reported that the port lights were illuminating amber, and the instruments that were plugged in would not track.

Manufacturer narrative:
Analysis found on em instr intfce- analysis determined the unit was tested for six hours and no issues was observed, as it tracked normal throughout testing. B01, c19, d14 applicable codes. Updated sn/lot# (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735825, 9735811 serial/lot #: unknown, ubd: unknown, UDI#: unknown initial servicing was performed. The camera clip was the only product replaced. Upon further review, the img codes have been updated to g02018 and g0405204. Img code g05001 is no longer applicable. Imf code f01 is no longer applicable. Fdr c07 is applicable to the initial system checkout. Fdr c02 is no longer applicable. H3: a medtronic representative went to the site to test the equipment a second time. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.